Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged difficulty breathing/short of breath. There was no report of serious or permanent patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to CPAP device sound abatement foam. There was no report of patient harm or injury. The patient has alleged to difficulty breathing/short of breath. The device was returned to the manufacturer's quality product investigation laboratory for further evaluation. The manufacturer visually inspected the external part of the device and found dust/dirt contamination on all surfaces of the base unit and keratin like substance around the blower box outlet. The manufacturer visually inspected the internal part of the device and found unknown debris in the tracks of ui panel, white dust contamination on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified the airflow. The manufacturer confirms the presence of dust/dirt contamination on enclosures, panels, blowers and air path but there was no evidence of sound abatement foam degradation in the base unit. Sections d8, d9, h2, h3, h6 were updated in this report.